Event description:
It was reported that during follow up, the patient reported to have had shortness of breath for the last three weeks. A loss of capture was observed. Fluoroscopy showed that the lead moved slightly backwards. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.